Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a hernia potentially coincident with automated peritoneal dialysis (apd) therapy. It was unknown whether the patient was diagnosed with the hernia before or after the start of apd therapy. On an unreported date, the patient had surgical repair for the hernia. The cause and location of the hernia were not reported. It was not reported if the patient was hospitalized for the hernia or if the hernia worsened with therapy. Action taken with apd therapy was not reported. Patient outcome was not reported, though the patient was "getting over" the hernia surgery at the time of this report. No additional information is available.